Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the flow sensor had a malfunction. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) found no malfunction with the flow system. He determined that the reported issue occurred due to the user not inputting the patient's height and weight in the system. Release testing was performed. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.